Manufacturer narrative:
The insulin pump buttons functioned properly and the insulin pump passed the displacement test. No moisture damage, lost sensor alarm or freezing was noted. However, the insulin pump had minor scratches on the display window, cracked battery tube threads, a broken reservoir tube lip, a cracked case at the reservoir tube window corner and a stained end cap sticker.

Event description:
Customer reports to have received a loss sensor and was not able to clear alarm due to keypad anomaly. Customer states that esc button was not responding. Customer's blood glucose was 113 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.